Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse guided the customer to perform some troubleshooting and found the routing system worked only through the right video output (from personality module surgeon console (pmsc) board), the video routing through the left video output did not display any images. The vision side cart left and right video output worked as expected. After several restarts, the error persisted. The fse replaced the pmsc board to resolve the problem. The system was tested and verified as ready for use. The pmsc board has been returned for evaluation, but the failure analysis testing has not yet been completed. Therefore, the root cause of the customer reported failure mode has not yet been determined. A follow-up MDR will be submitted following the evaluation completion or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer aborted after the start of the procedure due to an error with loss of the left surgeon side console monitor. As a result of the issue, the pmsc board was replaced. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 48200 occurred and the surgeon side console (ssc) left monitor didn't work. A field service engineer provided troubleshooting over the phone; however, the surgeon made the decision to abort the procedure post anesthesia and port placement. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the pmsc board involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported problem. The pmsc board was installed into a test system, and it failed with error 48200 meaning the leaf board configuration failed no board ID on surgeon console leaf 1.